Event description:
The customer reported loading problems. There was no reported pt involvement. Philips is reported this incident as a device that fails to power up may impact the delivery of therapy.

Manufacturer narrative:
(B)(4). The customer reported loading problems. There was no reported pt involvement. Philips is reporting this incident as a device that fails to power up may impact the delivery of therapy. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.